Event description:
N/a.

Manufacturer narrative:
Trackwise (B)(4). Corrected section: h6 - health effect ¿ impact codes from "2199" to "2645". The device was returned to the factory for evaluation on (B)(6) 2025. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed. An investigation was conducted on (B)(6) 2025. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. There were no visual defects observed on the intact cannula or intact c-ring. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. There were no visual defects observed on the clear intact silicone insulation on the cold jaw. The clear silicone insulation on the tip of the hot jaw was observed to be peeled, exposing the hot metal jaw tip. No other visual defects were observed. No final testing was conducted due to the condition of the heater wire. Based on the photographic evaluation as well as the evaluation results, the reported failure "material twisted/ bent wire" was confirmed as well as the analyzed failure "peeled; delaminated; jaw" was observed. The lot # 3000432824 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failure. Specific actions for the reported and analyzed failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that vasoview hemopro 2 (vh-4000) heating element separated from jaw out of the box. Patient was not in the room. No patient involvement. Per the photo, it shows that the heating element is separated from jaw.